Manufacturer narrative:
(B)(6), conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The patient experienced an allergic reaction. Additional information requested.